Event description:
It was reported that patient presented to the hospital after the lead delivered inappropriate shocks due to noise. The lead was oversensing and had triggered the patient alert for high impedance. The lead will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.